Event description:
It was reported that during a neurovascular procedure resistance was felt when the operator advanced the subject guidewire to the target lesion. The tip of the subject guidewire broke off inside the patient. The broken tip of the subject guidewire was removed using aspiration catheter with pump that was already in the target vessel during the procedure. The subject guidewire was replaced, and the procedure was completed successfully. Patient was being treated for a stroke so unsure if deficits.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. As per scanning electron microscopy sem report, fracture surfaces show multiple possible modes of failure including fatigue loading and tensile failure under anisotropic stresses. During visual/microscopic inspection, the guidewire was returned in three fragments (203.9cm from the proximal end and 0.5cm (mid section) and 8.2cm from the distal end. The guidewire was seen to be kinked at 17cm from the proximal end. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core and platinum wire could not be seen due to damage. The middle section of nitinol tubing was inspected and seen to be broken fractured with the core wire removed. The distal fragment was inspected, and the nitinol tubing was seen to be broken with the platinum wire exposed. The core wire distal end was observed through the distal tip dome. The guidewire distal tip hydrophilic coating revealed slight uneven swelling/bulge on its distal tip after hydrating. When dry after approximately 10 seconds, the distal tip showed no anomaly and the hydrophilic coating swelling/bulge had disappeared. During functional inspection, the device was not attempted to be advanced through a demo microcatheter due to the damage of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician was treating a stroke located in m3, went up with the subject guidewire, felt tension on it as it was advancing. The tip of the wire broke off inside the patient. He was able to retrieve it. Additional information states that the guidewire tip was removed by the aspiration catheter with pump that was already in there treating the stroke the tip of the wire that broke off was removed. Analysis of the returned device confirmed that the guidewire had been broken/fractured and there was kinking noted to the guidewire. Sem analysis of the guidewire concluded that the fracture surfaces show multiple possible modes of failure including fatigue loading and tensile failure under anisotropic stresses. It is probable that the guidewire was fractured as a result of the forces experienced during advancement of the guidewire. An assignable cause of procedural factors will be assigned to the reported guidewire broken/fractured during use and guidewire friction and to the analyzed guidewire broken/fractured during use and guidewire kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. As per sem (secondary electron imaging) mode report attachment 'sem imaging fracture surfaces show multiple possible modes of failure including fatigue loading and tensile failure under anisotropic stresses. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician was treating a stroke located in m3, went up with the synchro select wire, felt tension on it as it was advancing. The tip of the wire broke off inside the patient. He was able to retrieve it. Additional information states that the guidewire tip was removed by the aspiration catheter with pump that was already in there treating the stroke the tip of the wire that broke off was removed. The device was returned for sem analysis and the guidewire was confirmed to be fractured. Sem analysis concluded that the fracture surfaces show multiple possible modes of failure including fatigue loading and tensile failure under anisotropic stresses. It is probable that the guidewire was fractured as a result of the tension experienced during advancement of the guidewire. An assignable cause of procedural factors will be assigned to the reported guidewire broken/fractured during use and guidewire friction and to the analyzed guidewire broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a neurovascular procedure resistance was felt when the operator advanced the subject guidewire to the target lesion. The tip of the subject guidewire broke off inside the patient. The broken tip of the subject guidewire was removed using aspiration catheter with pump that was already in the target vessel during the procedure. The subject guidewire was replaced, and the procedure was completed successfully. Patient was being treated for a stroke so unsure if deficits.

Event description:
It was reported that during a neurovascular procedure resistance was felt when the operator advanced the subject guidewire to the target lesion. The tip of the subject guidewire broke off inside the patient. The broken tip of the subject guidewire was removed using aspiration catheter with pump that was already in the target vessel during the procedure. The subject guidewire was replaced, and the procedure was completed successfully. Patient was being treated for a stroke so unsure if deficits.